Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute integrity rx drug eluting stent in a patient's severely calcified lesion. No abnormalities reported in relation to anatomy. No damage noted to packaging and no issues noted when removing the device from the hoop/tray. Device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the resolute integrity rx stent deformed in vivo during positioning/advancement. The resolute integrity did not pass through the lesion after two differently sized nc balloons were used to pre-dilate the lesion and became deformed. Pre-dilation using a cutting balloon was then conducted and the procedure was completed with a non-mdt stent. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was not verified due to blood/contrast in the lumen. If information is provided in the future, a supplemental report will be issued.